Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4). Serial: (B)(4). Batch: a000123269. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the lead was explanted and replaced. Investigation did not determine which lead had migrated.